Manufacturer narrative:
Stenosis and/or regurgitation/insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined as the device has not been returned for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd, combined with the patient¿s younger age and other comorbidities. The patient is a (B)(6) year-old boy who was born with membranous pulmonary atresia. He underwent balloon dilation as a newborn and then underwent transannular patch as an infant. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this (B)(6) year-old patient with a bioprosthetic valve placed in the pulmonary position was attempted to be treated with a transcatheter valve due to pulmonary insufficiency and pulmonary stenosis. The subject device was implanted for three (3) years and 11 months. Per the operative report, complication occurred during the attempted transcatheter valve placement which lead to the removal of the subject device. The subject device was replaced with another edwards bioprosthetic valve successfully. The patient was in stable condition after the surgery and discharged on pod #4.